Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The current blood glucose level is 147 mg/dl. Customer states insulin pump had partial display. Customer states the insulin pump was neither dropped nor bumped. The insulin pump will not be returned for analysis.